Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - varying resistance/impedance: weekly pace lead impedance trend data shows varying impedance for max rv pace= 472 to 1024 ohms range between 19-may-2010 and 14-sep-2011. Patient alert for out of tolerance subthreshold lead impedance on 08-sep-2011 02:15:07.

Event description:
It was reported the lead exhibited varying impedance for the past 1.5 years approximately with increased impedance most recently, causing the patient alert to trigger. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the lead apparently fractured.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the lead exhibited varying impedance for the past 1.5 years approximately with increased impedance most recently, causing the patient alert to trigger. The lead remains in use. No patient complications have been reported as a result of this event. It was further reported that the lead continues to have "impedance issues" and they have elected to watch it. Over the weekend, the alarms began ringing and the physician turned off the device.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the lead exhibited high impedances. The lead was explanted and replaced. No patient complications have been reported as a result of this event.